Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that when contacted for follow up information, the hcp had no information regarding the event as the patient did not present to them for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported having more accidents. No actions were taken prior to the call. Patient had access to the patient programmer and it showed stim was on. Symptoms reported were that the patient was having more accidents. Location of symptoms reported were fecal incontinence accidents. Patient reported this as being a sudden change in therapy/symptoms. Patient was advised to follow up with her healthcare professional (hcp). No further symptoms or complications reported or anticipated.